Event description:
A doctor reported that the oct control points did not snap into place automatically. They aligned them manually. The applanation indicator bar was outside of the optimal green and yellow areas. The treatment was paused during the capsulotomy and more gantry pressure was applied to provide adequate suction. The procedure was completed and the patient was moved to the operating room. The capsulorhexis was completed with no tags, but the lens fragmentation appeared posterior. The doctor feels that the laser fired too deeply during the lens fragmentation. A vitrectomy was performed, and an alternate intraocular lens was implanted. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed for the laser; there were no unusual findings related to the reported issue. The fse (field service engineer) visited the site and examined the system. The depths were checked and found to be within specifications, and the laser system was within specifications. There was no sample returned. The root cause could not be determined. (B)(4).